Manufacturer narrative:
As previously reported, the site did not retain the actual disposables used in the incident and reported that a third party (pear system) was in use at the time of the event. Nevertheless, to confirm that the bayer disposables were performing to specification bayer product analysis obtained retained samples from avanta disposable lot numbers purchased by the site prior to the reported event. Avanta multi patient disposable set (mpat) from lot 174802 and 174702 and avanta single patient disposable set (spat) from lot 181201 and 180401 were obtained. Testing was performed on a lab avanta fluid management system and these retained samples passed all testing. Based on a review of the complaint record and analysis steps, there is insufficient evidence of a device fault contributing to the reported air injection. 3ps.

Manufacturer narrative:
Disposable products involved in the event were discarded by the site and were therefore not available for investigation. Lot numbers of the disposable products were not able to be provided. Bayer is currently obtaining recent purchase records to determine recent lot numbers purchased by the site. Retained samples will be tested on those lots and results reported in a follow up MDR. Bayer service scheduled a check of the involved injector, which the site has indicated was serial number (B)(4). On december 5, 2018, a check was performed on the injector presented to the service representative and it was found to perform to specification. After leaving the site, bayer service was informed that the wrong injector had been presented to bayer for inspection and therefore checked. On december 11, 2018 bayer service performed a check of the involved avanta injector (serial number (B)(4)) and found it to perform to specification. 3ps.

Event description:
On november 30, 2018, the site reported to bayer that a (B)(6) female was undergoing a coronary angiography and angioplasty on (B)(6) 2018 while connected to an avanta fluid management injection system. The site indicated that the catheter was positioned in the common coronary trunk. The site stated that an air injection was suspected; however, no air was visualized on the images after the patient began to have a high level of pain. On (B)(6) 2018, the site followed up with bayer and advised that the patient's health had not improved over the weekend. On december 4, 2018, the site submitted a report to (B)(6) and indicated that the patient had suffered an occurrence of discomfort with loss of consciousness and a few seconds of inefficient transient circulatory problems during a manual injection when positioning the catheter in the left coronary ostium, with bubbles visualized on the image. The site indicated that the patient had suffered rapid hemodynamic degradation and refractory circulatory inefficiency, requiring emergent connection to ECMO (extracorporeal membrane oxygenation). The site concluded in their (B)(6), the current state of the patient was "cardiac arrest with multi-visceral failure." The site concluded in their (B)(6) report that the patient had a "probable coronary air embolism by default of manual bleeding." On december 5, 2018, a bayer service representative visited the site to inspect the involved injector and was told by site staff members that the patient had died two days after the event (on (B)(6) 2018). This information was not contained in either the november 30th or (B)(6) communications to bayer. Bayer followed up with the site to confirm whether a manual injection precipitated the event (as indicated in the (B)(6) report) or whether the injection was delivered by the avanta fluid management injection system. On december 7, 2018, bayer received confirmation from the site pharmacist that the patient had died on (B)(6) 2018 with her cause of death being "multi visceral failure syndrome." The site pharmacist also confirmed that the reported air injection resulted from a manual injection by the physician through the "pear system" (third party product) connected to the avanta fluid management system, serial number (B)(4). The avanta fluid management system did not deliver the injection to the patient.